Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the observed very slow database performance on the enterprise server application and noted that ram usage on both the application and database servers was above 90 percentage. A technical support specialist a tss ran site down query which showed more than 5000 messages in the queue, so the external messaging and net pipe services were restarted, after which messages continued to cross over but at a slow rate. Further review from knowledge article, medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue showed that the system was processing only eight messages at a time due to default settings and that third party antivirus software was contributing to high memory usage. All carefusion coordination engine (cce) messages eventually drained and new messages processed in real time without delay. Hospital information technology (it) later added an additional 8 giga bytes of random-access memory (ram) to the production enterprise server application server, reducing memory usage to 64 percentage and message processing continued successfully. The system functioned as intended after the technical support specialist and customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over from electronic privacy information center (epic) to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.